Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for clogged catheter is unknown. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However the report indicates "the facility went to spray the hemospray and it appeared clogged. The catheter was removed and the tip was cut to try to spray again...they removed the catheter and the hemospray, sprayed in the room outside of the patient." Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use states the following: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion...precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... If catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." The report also states that "the catheter was removed and the tip was cut to try to spray again." The catheter is not intended to be cut and reused. A second catheter is provided in case the first catheter becomes occluded. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user cut the tip of the catheter, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The facility went to spray the hemospray and it appeared clogged. The catheter was removed and the tip was cut to try and spray again. This attempt was not successful as no hemospray came out. They removed the catheter, and the hemospray sprayed in the room outside of the patient. The hemospray was just spraying everywhere. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.